Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
In the case of the patient with a narrowed pancreatic duct, a pancreatic duct stent was placed, but there was still a migration of the stent (inward), leading to a blockage of the patient's pancreatic duct. The physician attempted multiple times to remove the stent but was unsuccessful, and ultimately decided to place a single pig-tail pancreatic duct stent for drainage. C5,7,8,10,11 all no.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Device evaluation: (B)(4) unit of lot number c2127556 of gepd-5-5 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution gepd-5-5 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for gepd-5-5 of lot number c2127556 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2127556. Instructions for use and/label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". It may be noted that according to instructions for use, (ifu0055) "potential complications those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined with the available information. A possible root cause could be attributed to the improper stent positioning, leading to inward migration, or a mismatch between the stent size and the duct anatomy. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: complaint is confirmed based on customer and/or rep testimony. According to the reporter, the stent got stuck in the pancreatic duct. Complaints of this nature will continue to be monitored for similar events. A definitive root cause could not be determined with the available information. A possible root cause could be attributed to the improper stent positioning, leading to inward migration, or a mismatch between the stent size and the duct anatomy.

Event description:
A supplemental report is being submitted due to completion of the investigation on 18-jul-2025. 1. Does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device removal. 2. What was the target location for the stent? P duct. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Temperature around 24. No light exposure. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* n/a. 5. Was the wire guide lubricated prior to use? N/a. 6. Was the wire guide inspected for damage prior to use?* n/a. 7. Was the device at the centre of the complaint inspected for damage prior to use? N/a. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a. 11. If not with the device in question, how was the procedure finished?* stent cannot be removed from human body. It stocked inside p duct. 12. Did the patient require any additional procedures as a result of this event? Yes 13. What intervention (if any) was required? Not sure. 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Another day. 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? If yes, please detail any other defects observed. Yes, stent cannot be removed from human body. It stocked inside p duct. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? N/a. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf260. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a. 4. Please indicate the location in the body where the stent device was to be placed. Pancreatic duct. 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location?* n/a. 7. Was resistance encountered when advancing the introduction system in place to the target location?* n/a. 8. How did the physician deal with this resistance? N/a. 9. How did the physician determine the length of the stent to be used for the procedure? N/a. 10. Where was the stricture located in the duct? N/a. 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. N/a. 12. Was resistance encountered when advancing the stent through the obstructed area?* n/a. 13. After placement, was stent position verified? Yes. 14. If yes, please describe how. X-ray. 15. Please estimate the amount of time the stent was in place prior to this occurrence. About 2 weeks. 16. Did any section of the device detach inside the endoscope or patient? Yes, stent can not be remove from human body. It stocked inside p duct. 17. If yes, please specify what section of the device broke off: stent can not be remove from human body. It stocked inside p duct. 18. Please indicate whether the device broke in the endoscope or in the patient? N/a. 19. Was the broken device retrieved? No. 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): doctor use all accessories, but still can not remove stent. 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a. 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Can¿t reach the stent, it stocked inside p duct. 25. Did the patient require any additional procedures as a result of this event? Yes. 26. What intervention (if any) was required? Not sure. 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Doctor tried to remove stent but failed. 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a.